Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic upon hearing their implantable cardioverter defibrillator (ICD) emitting tones. Upon interrogation, all measurements were within normal limits, but one low out of range right atrial (ra) impedance measurement had been recorded. Provocation testing was performed and a small noise that was oversensed was produced. The physician elected to continue monitoring the system. This ICD and the ra lead remain in service. No adverse patient effects were reported.